Event description:
The customer reported via phone call that they experienced keypad issues on the insulin pump and that the insulin pump alarmed button error. The customer explained that, intially, none of the buttons were responding when attempting to bolus. While troubleshooting, the customer stated that she may have been sweating while doing yardwork and kayaking. The insulin pump then alarmed button error and was unable to clear the alarm. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted during testing. No moisture damage was noted on the electronics, motor, battery tube or vibrator. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.